Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. The device was returned to the biomedical department with a report of, broken ac cord ground prong bent. No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.